Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17zw7, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the patient had a post-implant pocket infection. The healthcare provider (hcp) attempted antibiotic treatment and it was unsuccessful. They explanted the lead and the implantable neurostimulator (ins). It was noted that the patient had a history of mrsa. It was noted that the issue was resolved. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.